Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for a scheduled follow up. Upon examination, the right ventricular lead was found with loss of capture and an elevated capture threshold. Higher output was programmed for the lead which resulted in decreased battery longevity on the pulse generator. The physician then elected to replace the lead. On (B)(6) 2020, the right ventricular lead was capped and replaced successfully. The patient was reported to be in stable condition during and after the procedure.